Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient expired 15 days later due to sepsis (staphylococcus aureus infection). The infection was likely a complication from the recent implant procedure (when they upgraded/replaced the device). The patient's death was not directly from the explant procedure, but from the infection itself.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted.